Event description:
It was reported that the svc coil on the right ventricular lead had high impedance and noise was observed on real time tracing. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.